Event description:
The versajet handpiece did not work when plugged into the generator. It would not prime with the irrigation. We tried the handpiece in another generator and it still wouldn't work. We opened a new handpiece and that worked. This caused a delay of 10 minutes in the case. The patient was not harmed.